Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical insulin pump error and open book image on the screen. Customer's blood glucose level was unknown. . Customer stated that during the rewind load reservoir process she got the critical pump error while on vacation. Customer stated that when she put the battery back in today it gave her the open book image. Customer stated that the insulin pump was broken. The insulin pump will not be returned for analysis.